Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that loss of suction in the unknown eye of a patient, timing was unknown.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows seventeen successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient´s right eye was finished successfully without any issue. Reported malfunction is not visible in the logfiles and thus cannot be confirmed. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The sample was not returned to the manufacturer for evaluation. A root cause for the customers reported event could not be determined because according to logfile review the product met manufacturer¿s specifications; it is not likely that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Sample received. The sample evaluation resulted in the following statement: it is unclear whether there were debris on the applanation surface before docking procedure or only after docking. The most possible root cause for debris is fall out of particles during transportation from customer to suspect product as patient interface was not originally closed. Functional inspection of the patient interface on the suspect product shows no deviation during detection and focus control of the patient interface. The cone has successfully passed the calibration check. The docking of the patient interface on a rubber test eye was performed without issue and a treatment would be possible. The docking process was retried several times and with two orientations of the suction ring but no lack of suction or instable suction could be reproduced. The reported malfunction could not be reproduced during testing. No contributing factors could be identified. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows seventeen successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient´s right eye was finished successfully without any issue. Reported malfunction is not visible in the logfiles and thus cannot be confirmed. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. A root cause for the customers reported event could not be determined because the returned product met manufacturer¿s specifications. It is not likely that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).